Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced ¿twitching.¿ customer was unable to self-treat and was treated with glucose injection by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and observed reader to be damaged due to use related issue. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable testing passed. Visually inspected the power adapter and no issues were observed. The returned power adapter was tested using load tester. Power adapter passed testing. The returned reader was de-cased and placed into the reader test fixture. Issue is not confirmed to use due to use related issue. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced ¿twitching.¿ customer was unable to self-treat and was treated with glucose injection by third-party. There was no report of death or permanent impairment associated with this event.